Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. Please see updated sections: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause the handpiece can be attributed to the handpiece failing the gnd-hall and gnd-ground tests on the breakout box. These two failures would result in handpiece intermittently working and/or handpiece unable to be recognized by the console. In the long term, use may damage or corrupt the console. Olympus will continue to monitor complaints for this device.

Event description:
Hold smp 1.22

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device failed testing, unable to connect to console due to failed breakout box test. Device was placed for repair. Based on evaluation findings the reported failure was confirmed. The root cause was due to failed breakout box test attributed to electronic component failure.

Event description:
It was reported that during preparation for use the device was observed to be not working when plugged into the diego console system with message of remove handpiece and plug back. The user did what was on the message however, nothing happened. There were no further details provided regarding the event. No patient involvement on this event, no user harm was reported.